Event description:
The customer reported that the system had a camera iris error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.